Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient experienced a blockage issue at the insertion site and experienced occlusion alarm that led to high blood glucose (27.7mmol/l) and treated with correction injection via mdi(multiple daily injection). No further information available.